Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The fluid path was then tested for leaks by clamping below the tear. No other leaks were found. Lot release records were reviewed, and the product lot met all acceptance criteria. It could not be determined how or when this damage occurred or if it contributed to the reported event. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.0, hardware: iphone13.4, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the device found a tear in the cannula. The complaint was originally coded for insulin leaking during wear with high blood glucose levels.